Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to a device malfunction and the patient experiencing recurring incontinence. The patient's symptoms and device issues began in (B)(6) 2020. A new aus device was implanted. The patient appears to be doing well following the surgery.